Event description:
It was reported to covidien that a customer had an issue with an scd pump. The customer stated that the scd express pump was involved with bruising of the legs on one pt during use.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.